Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited out-of-range (oor) high pacing impedances of greater than 4000 ohms as well as loss of capture (loc) and not pacing when required. Additionally there was no sensing, and insulation damage was noted on the lead. The patient had not been seen in some time, so its unclear when this issue began, and the patient was originally admitted due to syncope. As a result, the lead was abandoned and the device replaced to avoid any additional future surgery. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.